Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade I. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Capsular contracture-breast: unable to observe, since it is not related to the device. Additional observations: stress marks are observed. Assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade I. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3; b.5; h.6.

Event description:
Healthcare professional later reported "pespiration."